Event description:
It was reported to philips healthcare that the heartstart mrx failed user discharge test and autotest. There was no patient involvement.

Manufacturer narrative:
(B)(4). Follow-up report will be submitted once the investigation is complete.